Manufacturer narrative:
The syringe pump assembly was recevied for further investigation. During testing, the issue could not be replicated and neither the assembly or the cable demonstrated any sign of discontinuity or other failure. The root cause of the reported event could not be established.

Event description:
During perfusion, the syringe driver was observed not to automatically advance for approximately six hours. Metabolic parameters suggested inadequate infusion. A stop/start did not resolve the issue. Medications were administered manually at 1 cc/hr, and the liver proceeded to transplant. No adverse outcome was reported.

Manufacturer narrative:
The device was serviced on site and the reported issue was confirmed. The syringe driver did not automatically advance, although manual priming was possible. The syringe driver and associated power and communication cable were replaced. The device subsequently passed all applicable testing.

Event description:
During perfusion, the syringe driver was observed not to automatically advance for approximately six hours. Metabolic parameters suggested inadequate infusion. A stop/start did not resolve the issue. Medications were administered manually at 1 cc/hr, and the liver proceeded to transplant. No adverse outcome was reported.